Event description:
It was reported via an email from a customer, that while in patient use, the swivel connector broke away from the proximal shaft of the tracheostomy tube, and it lodged into the elbow of a suction ballard. The product did not cause any patient harm. The trach tube had to be prematurely switched out. The affected trach was swapped with another equivalent bivona.

Manufacturer narrative:
Other text: no lot number was provided; therefore, device history record review could not be performed. A product sample and four (4) photos were received for evaluation. Visual and functional testing were performed. Visual inspection of the device sample found no evidence of manufacturing damage to the trach connector end or the detached swivel connector. Functional testing found the detached swivel connector was gently reattached to the device without difficulty. Device passed all functional testing, unable to replicate the reported issue. Based on device analysis, the complaint cannot be confirmed as a manufacturing nonconformance, but is highly probable to have been caused by a variation in user technique. Corrected data: type of event (b1).